Event description:
Taper between the shaft and the stem disengaged requiring revision surgery.

Manufacturer narrative:
On review of the device history record, all components have been manufactured to specification. Explanted components have not been returned for evaluation.

Manufacturer narrative:
A mets distal femur revision procedure has been successfully completed with no reported complications. The mets distal femur has not been returned therefore no conclusive root cause can be assigned to the reported event. This complaint is being closed, and is being tracked and trended.

Event description:
Taper between the shaft and the stem disengaged requiring revision surgery. This is a supplemental report to 3004105610-2013-00003 ((B)(4)).